Manufacturer narrative:
On 2/2/2018: during a follow-up, it was reported the contact believed the occlusions were caused by a cartridge issue and the issue had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 254mg/dl. A system check was performed and the occlusion alarms were verified.